Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the single board computer and system interface board. The system operates as intended.

Event description:
It was reported that the 9800 system failed no boot. No patient injury was reported.